Event description:
It was reported that the pt was not having good hearing performance with the device due to facial nerve stimulation on all electrodes. The pt was re-implanted with a custom made device.

Manufacturer narrative:
Not available. The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.